Event description:
According to the reporter: the product was explanted due to complications associated with graft integration into the tissue. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/27/2015.